Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the nature of incident for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker recorded back-to-back signal artifact monitoring (sam) episodes due to artifact related to the minute ventilation (mv) feature signal on the right atrial channel. The mv sensor was disabled. This ra lead impedances were reportedly within range during the episode at 290 ohms. Technical services (ts) recommended to have the patient seen in clinic for further lead evaluation. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded back-to-back signal artifact monitoring (sam) episodes due to artifact related to the minute ventilation (mv) feature signal on the right atrial channel. The mv sensor was disabled. This ra lead impedances were reportedly within range during the episode at 290 ohms. Technical services (ts) recommended to have the patient seen in clinic for further lead evaluation. This device remains in service. No adverse patient effects were reported.